Manufacturer narrative:
The technician found the hi/low drive brake was dirty. He cleaned the drive brake assembly to repair the bed.

Event description:
Information received indicates the hi/low function is slowly drifting.